Manufacturer narrative:
Product analysis: the device was received for evaluation. No ancillary devices or images from the procedure were received with the device. Heating element/coil condition: damage was noted along the heating coil/element. Microscopic examination revealed bubbling of the fep layer of the heating element/coil. Examination also revealed the heating element/coil of the device was exposed. Device did not undergo functional and continuity/resistance testing due to the damage seen to the heating element/coil. The catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas. All pins were visually inspected to be straight. No anomalies were noted along the catheter shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was attempting to use a closure fast rfa catheter for treatment. The IFU was followed. It was reported that the catheter was kinked in the middle when the customer opened the box. The device was used in the patient. No patient injury reported. When the device returned to medtronic for evaluation it was noted to have burn marks and the coil was exposed.